Event description:
Drive medical received notice regarding the incident from the insurance company representing the assisted living home. The enduser was using the shower chair when the legs allegedly bent causing him to fall. The enduser fractured his elbow and was hospitalized. Apparently the chair was thrown out afterwards. Due to lack of product information, we are unable to identify the manufacture of the product. This report is based solely from the information provided from the insurance company.